Event description:
The patient presented in the emergency room due to chest pain. Diagnostic imaging was performed and a right ventricular (rv) lead dislodgement was noted. During the procedure to reposition the rv lead, the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.